Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-03300. It was reported the pt experienced his scs ipg pocket site and his charger "getting hot" while charging his scs system. A sjm rep advised the pt of charging recommendation. Additionally, a replacement charger was sent to the pt per the pt's request. F/u identified the pt has not used the replacement charger due to not needing to charge this scs system. A sjm rep reiterated charging recommendations and advised the pt to f/u as to whether or not the new charger resolves the issue. On (B)(6) 2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.